Event description:
Olympus was informed that during an unspecified procedure, the insertion tube part of the bronchoscope approximately one inch proximal to the bending section flipped backwards. The physician was unable to straighten out the end. It was reported that an anesthesist was called into the procedure room to assist with the use of laryngoscope, but this was unsuccessful. The pt received minor trauma to the right nostril as the device was being withdrawn. The intended procedure was not completed. Olympus followed up with the user facility to obtain add'l info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.